Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the lines of ten (10) vented micro-volume inlets. Air was being introduced while compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in may 2024. H11: four used devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the returned samples. Sample 1 and sample 4 had no air being entered into the tubing; sample 2 and sample 3 failed the direct entry system testing and air was observed inside the tubing of the samples. The reported condition was verified on two of the returned sample; however, the reported condition was not verified on the remaining two samples. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.